Manufacturer narrative:
Date sent: 12/05/2008. Info anticipated, but unavailable at this time.

Event description:
It was reported that during a lar procedure, the device would staple but the staple form was not b-formed. Another device was used to complete the case. There were no adverse consequences to the pt.